Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita xl failed at around 2:00 pm during operation in the presence of a user. According to the user, the screen went dark, the device was no longer ventilated and only sporadic flow came from the inspiration outlet. An acoustical or optical warning was not noticed by the user. The device was replaced and there were no consequences to the patient.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The oxygen mixer cartridge and the logbook of the affected device were available for the investigation. Based on the logbook entries, the reported event could be confirmed. On the day of the event, the device generated the "fio2 low" alarm at 13:14 device time and then performed three warm starts in succession at 13:15. The device was switched off by the user in the same minute. The entries stored in the error log indicate a failure of the oxygen mixer cartridge. The affected mixer cartridge was extensively tested in the test bench and showed no deviation. A closer look at the mechanics gave no indication for a malfunction. Based on this, it is likely that a sporadic electronic fault on the mixer cartridge's associated pcb way measurement system is responsible for the failure. The affected device was tested by the hospital's medical technician before and after replacing the mixer cartridge. During the tests no error was detected regarding the alarm functionality. Consequently, the missing acoustic alarm cannot be confirmed. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.